Event description:
Our affiliate is reporting to us that a patient underwent a successful arthroscopic right shoulder procedure on (B)(6) 2012. On (B)(6) 2012, the patient presented with pain to the shoulder, a fever of 38c (100.4 f), and x-rays that were negative. On (B)(6) 2012, blood results were wbc 10400 and crp 19.79. The patient underwent a second procedure; treated with cefazolin (B)(6) and pansporin, intravenously, (B)(6). On (B)(6), a debridement, surgeon noted that some anchor suture used in the original procedure was loose; the surgeon deployed an additional fixation anchor, and this procedure was concluded successfully. Lab results indicated staphylococcus aureus. On (B)(6) 2012, blood results were wbc 3600 and crp 0.03 (this case occurred in clinical trial based on (B)(4), the patient ID; (B)(6)) up-date (B)(6) 2012: this patient is same patient for your ra# (B)(6). On (B)(6) 2012, pain occurred in the right shoulder after pull force was added to the shoulder. On (B)(6) 2012, the patient visited other hospital. Crp:1.64 wbc:13000 (neut73.8%). On (B)(6) 2012, the patient visited this hospital. Crp:7.58 wbc:4600. On (B)(6) 2012, debridement was performed under arthroscopy. Part of competitor's anchors and some sutures were removed. Cefotiam hydrochloride was given. On (B)(6) 2012, crp:0.03 wbc:4300 the surgeon diagnosed recover of the shoulder. (This case occurred in clinical trial based on (B)(4), the patient ID; (B)(6)). First of all, what is this "pull force" on (B)(6), that you are talking about? Did the patient fall, was this pull force done in the rehabilitation physical therapy, was the patient doing something that they should not be doing? "Sorry, we don't have detailed information about the pull force. Only "pull force" was described in case report form of clinical trial". How are the 4 gryphon anchors involved here? Four gryphon anchors were implanted in initial surgery. On (B)(6) 2012: one of 4 gryphon anchors was removed. Now 3 gryphon anchors are in the patient. How exactly is any mitek product involved with this issue? Three gryphon anchors. According to clinical team of (B)(6), the surgeon said there was no relationship between this event and implant including gryphon anchors.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that a patient underwent a successful arthroscopic right shoulder procedure on (B)(6) 2012. On (B)(6) 2012, the patient presented with pain to the shoulder, a fever of 38c (100.4 f), and x-rays that were negative. On (B)(6) 2012, blood results were wbc 10400 and crp 19.79. The patient underwent a second procedure; treated with cefazolin intravenously, a debridement, surgeon noted that some anchor suture used in the original procedure was loose; the surgeon deployed an additional fixation anchor, and this procedure was concluded successfully. Lab results indicated (B)(6). On (B)(6) 2012, blood results were wbc 3600 and crp 0.03

Manufacturer narrative:
Per follow up information received, the surgeon states that there is no correlation between this incident and any of the mitek products. The incident is unto itself. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.